Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels from 50 mg/dl to 61 mg/dl and it was addressed with carbohydrates. Reportedly, the customer inputted the correct amount of carbohydrates, but went low. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level. Recommendation was made for the customer to contact their healthcare provider to review pump settings.